Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with the post-op complication of hematoma. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Hematoma is known inherent risk of the surgery/use of the device and included as possible complication in the adverse reaction section of the IFU. This MDR reports the ae of hematoma. An additional MDR was submitted to report additional ae of delayed wound healing. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017 patient underwent bilateral mastopexy; inferior pedicle, using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedures included fat grafting of left breast and liposuction. On (B)(6) 2017 breast hematoma was reported. Hematoma evacuated on (B)(6) 2017. Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies as likely related to the device and serious.